Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this brady lead was detached from the device and was pulled from subcutaneous. Patient was referred to the clinic. This brady lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this brady lead was detached from the device and was pulled from subcutaneous. Patient was referred to the clinic. This brady lead remain implanted. No adverse patient effects were reported. Additional information indicated that the electrogram (egm) suggests right ventricular (rv) lead in right atrial (ra) lead. The right ventricular (rv) lead measurements were reasonable but the egm and pacing confirmed being in the ra. The rv lead was successfully revised. This rv lead remains in service. No additional adverse patient effects were reported.